Event description:
It is alleged that the patient "had a trident left total hip replacement in 2003." It is further alleged that, "two months later, she had a trident right total hip replacement." It is further alleged that the patient "reported complaints of squeaking in both hips to her physician in 2005, causing her to be revised for both the left and the right hip in 2006." This report documents the patient's right hip.

Manufacturer narrative:
Neither the device nor additional information is available at this time. This is the same patient as report #9616680-2008-00098.